Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The investigation was unable able to determine a conclusive cause for the reported mitral stenosis. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID (B)(6). This is filed for mitral stenosis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted and the mr was reduced to grade 1+. On (B)(6) 2018, transthoracic echocardiogram (tte) was performed. The mr was noted to be unchanged at grade 1+; however, the mean pressure gradient was 9 mmhg. No single leaflet device attachment (slda) was noted. No additional intervention was performed. On (B)(6) 2019, tte was performed and the mr was unchanged at grade 1+. It was noted that the mean pressure gradient was at 8 mmhg. No slda was noted and no additional intervention was performed. No additional information was provided.